Event description:
The report received from the affiliate indicated that the cypher stent was broken in the section where connected from the hub to an inflation device. The device appears normal when visualized but when connected, the hub splits down the middle and cracks could be noted. There were no problems observed with the packaging of the product. The product was not inspected before usage. The product was prepped according to instruction for use (IFU) and there were no problems observed.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug eluting stents. It is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.